Event description:
Procedure: thoracotomy. According to the reporter: there was a general issue with the device. The procedure was converted to a thoracotomy. There was two liters of bleeding.

Manufacturer narrative:
(B)(4). This complaint is associated with (B)(4). Based on a review by medical affairs, the associated complaint is considered the reportable serious injury and this complaint will be considered a malfunction.

Manufacturer narrative:
(B)(4).